Manufacturer narrative:
The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. According to the reported information and the pictures provided, the electrode(s) had broken during a procedure. The affected electrode accidentally came into contact with an implanted metal in the bladder. This contact caused the loop to be severed and the wire ends to melt. Furthermore, slight traces of heating were visible on the insulating sleeves. No cracks on the loop were identified.there was no information about a malfunction of the generator provided. The physician was informed about the implant before the procedure. This is a known error pattern, which was caused by unintentional contact with another metallic instrument/medical device in the operational context. The reported issue can therefore most likely be attributed to improper handling by the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the device history records review and to update sections: d4, g4, h2, h4 and h10. The legal manufacturer (oste) conducted a review of the device history records for the concerned device as a review of the manufacturing and quality control review did not indicate any non-conformities or deviations regarding the described issue.

Manufacturer narrative:
The referenced hf electrode was not returned to the service center for evaluation. The exact cause of the reported event cannot be conclusively determined, however, operational technique or user error cannot be ruled out as a contributory factor to the reported event. To mitigate the risk of patient injury, the instruction manual provides caution that states, "contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in arc-over between the hf-resection electrode and the metal part. ¿¿ always keep a distance of at least 10 mm between the hfresection electrode and metal parts."

Event description:
The service group was informed that during a transurethral resection of a prostate(turp) procedure, the loop wires at the distal tip from four high frequency (hf) electrodes broke off and fell into the patient. The device fragments were removed from the patient via suction. The intended procedure was completed using a fifth hf electrode. There was no serious injury or death reported. Additionally, the user facility indicated the patient had a previous urolift (implanted metal in prostate) and the reported loop wire breakages were attributed to metal to metal contact. The physician was reportedly experienced and was aware the patient had an implanted metal in the bladder but continued to perform the turp with the hf resection electrodes. There was no unintended bleeding to the patient or issue withdrawing the electrodes. The patient required additional anesthesia as the procedure lasted longer than normal. Only one of the electrodes will be returned. The other three damaged electrodes were discarded following the procedure. This report is for 2 of 4 electrodes.